Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers received. In addition to dislocation and metal wear, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, damage to surrounding tissue and bone, and limited mobility. After review of the medical records for MDR reportability, the revision operative note indicated dislocations, metallosis, and malpositioned cup. The cup is being added to the complaint. There were no intra-operative complications or mention of infection during this revision. Patient was revised to address failed complication of left total hip arthroplasty/recurrent dislocation of left hip and displaced femoral neck fracture. Operative notes stated that upon the incision in the fascia, the patient was noted to have significant metallosis of the underlying soft tissue with significant abductor deficiency. The stem was stable with no signs of loosening. The cup was found to be in excessive anteversion and abduction, and well fixed. The cup was removed with minimal bone loss. The patient was noted to have some anterior wall deficiency and lateral wall deficiency. Added stem due to fracture. Added revision surgeon, revision hospital, lawyer, law firm, age of patient, and head and liner's expiration dates. Updated patient's initials and dor. Doi: (B)(6) 2005 - dor: (B)(6) 2010 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.